Manufacturer narrative:
The device was received for evaluation. An event history log review was performed, and it was observed that there was an intended alarm for the upstream occlusion sensor being triggered and disarmed. During evaluation, the reported condition could not be reproduced or confirmed. The tubing guide appeared free and clear of debris. A visual inspection was performed, and there was no physical damage identified preventing the intended function of device. The unit was able to successfully load and run a set without discrepancies. As a precaution, calibration of the uso sensor will be performed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump experienced a false upstream occlusion alarm and under infused during a levophed infusion. The patient was in the trauma ICU (intensive care unit) receiving the maximum dose of levophed along with two additional vasopressors, with no observed clinical response. The registered nurse noted that the levophed pump repeatedly alarmed for an upstream occlusion despite no occlusion being observed. Upon inspection of the bag, minimal medication had infused and the dose had not been titrated. While staff were troubleshooting and replacing the pump, the patient experienced cardiac arrest. After the pump was replaced, the levophed infusion delivered the medication as expected. At the time of this report, the patient was receiving significant hemodynamic support and remained unstable. No additional information is available.